Event description:
Additional information was received clarifying that: the reported product fault did occur while in use with the patient, the product issue did not cause or contribute to any patient or clinical injury, no medical intervention was provided, the actual cassette is not available for investigation, the reported cassette was replaced, and the patient did have additional cassettes that they were able to switch to in order to successfully continue their infusion. The infusion was life sustaining. The patient switched to new cassettes without any issues and the reported issue resolved. Additional patient identifier and date of event information has been received and updated into the complaint object.

Manufacturer narrative:
Other text: a2: age at time of event: updated with additional information received. A3: sex: updated with additional information received. B3: date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: no product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot or serial number was provided therefore, a device history record DHR review could not be performed.

Event description:
It was reported that a patient replaced five cassettes in the past thirty days due to pump alerts. The patient stated there was a two tone alarm but no message on the pump itself. The patient had similar issues earlier in the year. The patient's pumps were replaced in (B)(6) for the same issue. It is unknown if theses were reported. This problem has occurred prior to and after receipt of those pumps. The patient can sometimes navigate through the alarm. If she cannot, she prepares a new cassette. Trouble shooting and nursing support offered due to suspected possible user error. The patient disposed of the products after damaging while trying to correct. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is unknown. Unknown if malfunction or user error. The reported event occurred while in use with the patient. The patient had additional cassettes and was able to successfully continue the infusion without issue. The infusion was life sustaining. The event was resolved. The event did not cause or contribute to a patient or clinical injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. UDI number, catalog number and protocol # are unknown. No information has been provided to date.